Manufacturer narrative:
This is a duplicate of report #1218950-2016-05899.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device intermittently displays a red x and it won't power on. There was no adverse patient impact reported.